Event description:
This event was reported as heart failure, tricuspid regurgitation with tricuspid stenosis and pannus formation. The valve was implanted in the tricuspid position, an off label use. No further information was provided.